Event description:
It was reported that the patient received 16 inappropriate shocks, and the patient alert triggered. The lead exhibited high impedance, nose, oversensing, and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments and analyzed. The distal conductor was fractured and stretched. The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head) and the helix/lobe was distorted/bent. The lead appeared to have been stretched.